Event description:
It was reported from an external medwatch that the (1) er320 was used during a cholecystectomy procedure. It was reported that the ligaclip was dropping staples. Six staples were dropped while attempting to clip the cystic duct. There was a possible injury to the cystic duct requiring a drain installation.